Event description:
It was reported that leaking / split devices needing to be replaced. 1 suspected of a fracture, none found, query site inflammation. 1x just stating replaced. No other information was provided. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.